Manufacturer narrative:
An event of deformity upon deployment was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 16mm amplatzer septal occluder was selected to close a ventricular septal defect (vsd). During deployment, the device deployed in the shape of a cobra head multiple times and was unable to configure back to original form. The device was recaptured and attempted to be deployed again, but the issue persisted. The device was removed, exchanged for a 14mm amplatzer septal occluder, and the defect was closed successfully. The patient is reported to be hemodynamically stable throughout the procedure. There was no significant delay in the procedure.